Manufacturer narrative:
Information not provided. Product lot # was not provided. Initial reporter's contact information was not provided. Initial reporter's occupation was not provided. Product lot # was not provided, therefore device manufacture date is unknown. No sample was provided for analysis. Product lot # was not provided. The 2-year complaint history was reviewed for the product's global sales code (gsc) of szq and reported failure. No trends were observed. 3m will continue to monitor. Biocompatibility test results during product design confirm the biocompatibility of the nexcare durapore tape for intended use. In addition to performing clinical studies, 3m monitors its medical devices with manufacturing controls including in-process specifications and release specifications and testing. End of report.

Event description:
A consumer (gender/age not specified) reported that they applied the referenced tape on the top of their hand. Date, duration of wear and # of applications was not specified. The consumer alleged the tape ripped a layer of skin off the top of their hand. The consumer reportedly pulled the tape off slowly. The tape allegedly caused a red, bumpy intense heat rash. No pre-existing conditions or known allergies were specified. The consumer alleged the affected skin area became infected. The infection was described as a staph infection. Antibiotics were reportedly need for treatment. No further information was provided.